Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was sleepy and vomiting. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was advised that the pump is operating as designed and was educated on the two hbg rule.